Manufacturer narrative:
(B)(4). Analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances

Event description:
It was reported that during a laparoscopic sigmoid procedure, while the device was inserted into the trocar, a hissing sound was noticed. The pressure did not drop enough to cause a problem and the same trocar was used to complete the case. There was no adverse consequence to the patient.